Manufacturer narrative:
On 9/10/2014: the date of implant was provided and we were also informed this patient had been inappropriately shocked. Upon receipt, the ICD was interrogated, revealing the battery status bol. The device was implanted for 7 months and 32 charging cycles were recorded to the device memory. The memory content of the device was inspected. During evaluation of the available iegms noise was observed in the right ventricular channel, confirming the clinical observation. Furthermore, an increase of the pacing impedance to >2500 ohm on (B)(6) 2014, was documented. Therefore the sensing ability as well as the impedance measurement functions were tested. The device sensed all attached heart signals free of noise, proving the sensing function of the ICD to be flawless. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. There was no indication of a material or manufacturing problem. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. There was no indication for a device malfunction during analysis. In summary, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the right ventricular channel, confirming the clinical observation. However, a thorough analysis of the ICD proved the device to be fully functional.

Event description:
Ous MDR - oversensing in the ventricular channel was reported. The implant date was not provided. No adverse patient side effects have been reported.